Manufacturer narrative:
The returned device was evaluated by cayenne medical. By the condition of the inserter, it is evident that excessive force from a mallet was used to insert the implant into position, and that the surgeon inserted and malleted the implant off-axis to the drilled tunnels. The purple release knob was missing, the face plate for the white knob was cracked, and the implant screw head was still attached to the inserter. The intraoperative x-ray that was provided suggests that the insertion was done off-axis to the drill tunnels, as the implant's central screw was bent in half. The purple pull knob (releases implant from inserter after deployment) was broken off during the attempted insertion, and as a result, there was no way to release the inserter from the implant. It appears that the surgeon twisted the inserter and used a mallet to detach the inserter from the implant, resulting in the implant's screw head being detached and remaining on the inserter. This incident occurred due to misuse of the product by the surgeon. This incident occurred by misuse of the product by the surgeon. Complaint (B)(4) was opened to investigate the incident.

Event description:
An aperfix femoral implant was deployed by a surgeon. It was reported that the deployed femoral implant came out of the tunnel when pulling on the tibial side during surgery. Some broken implant pieces remained inside the patient's knee.